Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noticed that the scroll compressor didn't work correctly and he replaced it. The fse then completed full functional check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that during testing the cardiosave intra-aortic balloon pump (iabp) gave an auto fill failure and low vacuum alarm. There was no patient involvement and no adverse event was reported.